Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm. Pump passed displacement test, operating currents, self-test and off no power test. No unexpected low battery alarm noted. No weak battery alarm. The insulin pump was received with minor scratched display window. The insulin pump was received cracked case at display window corner. The insulin pump was received with cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they had scratches on the insulin pump's screen. The customer also reported receiving button error alarms. The customer's blood glucose was 145 mg/dl. The customer could not recall any significant events leading to the alarm. The customer also reported they were able to read the insulin pump's screen 95% of the time. It was also found the customer had a weak battery alarm on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.